Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot numbers 12j16h25, 12k14h25, 13a16h25, 13b18h25, and 13c13h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers 12j16h25, 12k14h25, 12k14h25, 13a16h25, 13a16h25, 13b18h25, and 13c13h25 will be performed. Should additional relevant information related to the event become available, a follow-up will be submitted. This report references the same patient as complaints (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date the pt was hospitalized for peritonitis. Treatment was not reported. The outcome of the peritonitis was not reported. Additional information was requested but is not available. This is 4 of 4 involved in this event.